Event description:
Customer reported that a patient sample with a history of anti-kell did not react with vss542 cell 3 (k+k+). Testing performed with vra181 indicated that kell + cells reacted 1+. No erroneous results reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review; results were satisfactory. A complaint by lot review was performed - no trend was identified. (B)(4).